Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range shock impedance measurement of greater than 200 ohms on the right ventricular (rv) channel. All other rv parameters were within acceptable range and the crt-d was reprogrammed and remains in service. No adverse patient effects were reported.